Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse confirmed the reported issue. The fse replaced the storage bin assembly and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Event description:
It was reported that the door assembly in the cardiosave intra-aortic balloon pump (iabp) units IV pole was damaged the hook portion was broken. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,e2,e3,g2, g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d5,d10,h6(impact).

Event description:
It was reported that the door assembly in the cardiosave intra-aortic balloon pump (iabp) was damaged. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11.

Event description:
N/a.